Manufacturer narrative:
Supplemental report

Event description:
Factory analysis of the returned power supply revealed transistor and integrated circuit component failures that resulted in the reported power issue.

Event description:
The customer reported the ventilator battery led indicators were not lit during operation and thought a fuse may have blown during troubleshooting. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. The biomedical engineer reported they were attempting to verify the battery charging voltage and they damaged the pins across the terminal of the battery connector. Pse advised that without the battery connected during startup the power supply will not turn on the charging circuit. The customer requested manufacturers field service to correct the reported issue. The manufacturers field service engineer (fse) confirmed the backup battery was functional and replaced the power supply to address the reported problems. Applicable final testing was completed per operating specifications.